Event description:
It was reported that during the implant attempt, the guidewire would not advance in the lead. The lead was not used and was replaced with a different lead. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Lead was stretched. The full lead was returned and analyzed.